Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure that was to occur when the event happed was completed after a delay. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed that the reported issue. Troubleshooting found system software problem. The fse restored the system software and backup image. After this restoration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system intermittently got stuck/froze. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.